Event description:
On (B)(6) 2009, the pt was implanted with two gore tag endoprostheses. On (B)(6) 2009, the pt was implanted with two add'l gore tag endoprostheses. The pt expired on (B)(6) 2011.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Multiple attempts to obtain further info on this event have been made by gore, however, as of (B)(6) 2011, no further info on this pt has been provided to gore. Please note add'l device: (B)(4).